Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the product surveillance registry (psr) mechanical circulatory support (mcs) therapy base. Product event summary: (B)(4) and the associated outflow graft (2002841866) were not returned for evaluation. This complaint is associated with a clinical adverse event; no performance allegations were made against the devices. Information provided by the site indicated that the patient was hospitalized with hepatic dysfunction; the patient had acute liver function test (lft) elevation and medication was started. It was reported that the most probable cause of the elevated lft was liver congestion due to heart failure. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, hepatic dysfunction is a known potential complication associated with the implantation of a vad. Of note, it was reported that the patient had a history of stage iii liver fibrosis. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with hepatic dysfunction and a history of stage iii liver fibrosis. The patient had acute liver function test (lft) elevation with aspartate aminotransferase (ast) 804 and alanine aminotransferase (alt) 450. Medication was started and discontinued when lft started to trend down, most probable cause was liver congestion due to heart failure. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.